Event description:
Datascope passport 2 pt monitor was reported defective by nursing unit (note attached stated: the monitor was blank and smelled like plastic). In biomed, it was turned on and no display was noted. The monitor was then turned back off and were preparing to disassemble when a pop was heard. Smoke started coming from the case. Unit was then taken outside and flames started coming from the case. Unit was then taken outside and flames started coming from the case. The fire had to be extinguished with a fire extinguisher. Product was rec'd in hosp on 07/16/02.